Event description:
It was reported that the device alarms air in line when there is no air in the line. It happened during testing with no patient injury.

Manufacturer narrative:
Other, other text: d4 UDI: (B)(4). Device evaluation: we received one device for investigation. The reported complaint is related to previous issue. Device was here 16mar2023 for same issue. The reported complaint was confirmed during test, air in line displayed on the screen air detector was replaced. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.